Manufacturer narrative:
The explanted leads were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that during the implant procedure the pt was experiencing numbness and difficulty communicating. The pt's leg also started to jerk so the physician decided to explant the leads. The pt had indicated that he was not voluntarily jerking his leg but rather the medication the pt was on was causing his limb to jerk. The physician also believes that the pt was taking an unk medication at the time of the procedure which was the cause of the seizure like episodes.